Event description:
Customer reported that the buttons on the insulin pump have intermittent response. Customer stated that the insulin pump might have been exposed to moisture in wet pocket. Blood glucose 95 mg/dl. Nothing further reported.

Manufacturer narrative:
All buttons functioned properly and no damage was noted on the keypad assembly. No moisture damage was found inside of the insulin pump. The insulin pump passed the displacement, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, a cracked reservoir tube lip and a cracked belt clip slot. (B)(4)

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.